Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain, localised pain') and genital haemorrhage ('heavy/abnormal bleeding') in a female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and headache had resolved. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Lot number: a20062 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Pelvic pain was also considered a serious incident event. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ pain, localised pain"), genital haemorrhage ("heavy/abnormal bleeding"), embedded device ("both implants seen from fundal cavity through myometrium") and device dislocation ("device migration") in an adult female patient who had essure inserted (lot no. A20062,b72583). Additional non-serious events are detailed below. An additional suspect product was cyclizine. The patient had a medical history of hysteroscopy (patient couldn¿t tolerate the procedure.) In (B)(6) 2012, endometrial ablation in (B)(6) 2011, offensive vaginal discharge (treatment: metronidazole 400mg tablets - 14 tablets - one twice daily) in (B)(6) 2010 and vaginal bleeding, abdominal pain, irregular periods, bloated feeling, intermenstrual bleeding, dysfunctional uterine bleeding, dysuria, multigravida, parity 2 (both vaginal delivery.), menorrhagia and recurrent urinary tract infection (07-apr-2006- treatment: co-codamol 8mg/500mg tablets - 24 tab - take 1 or 2 4 times/day trimethoprim 200mg tablets - 6 tab - take one twice daily; (B)(6) 2008- treatment: trimethoprim 200mg tablets - 6 tablets - take one twice daily, examination: apyrexal; (B)(6) 2009:history: thinks has uti- stronger smelling urine and back pain (like discomfort) in renal angles, bowels ok, lmp 2 w ago, on pill, says not pregnant- eating and drinking fine, no vomiting. Examination: pa non-tender including renal angles plan: adv on fluids/analgesics and ab tx and return sos, if no period to do a preg test.). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On an unknown date, the patient started cyclizine at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), headache ("headaches"), embedded device (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain lower ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), fungal infection ("yeast infection") and iron deficiency anaemia ("iron deficiency anaemia") and was found to have serum ferritin decreased ("ferritin low"), white blood cell count decreased ("wbc low") and neutrophil count decreased ("neutrophils low"). The patient was treated with surgery (hysterectomy, bilateral salpingectomies, and hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage and headache had resolved. The reporter considered abdominal pain lower, device dislocation, device intolerance, embedded device, fungal infection, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, neutrophil count decreased, pelvic pain, serum ferritin decreased and white blood cell count decreased to be related to essure administration. The reporter commented: novasure endometrial ablation occurred in (B)(6) 2019. Essure removal details: findings: normal pelvic organs. Ovaries conserved. Uterus and tubes sent for histology. 3 coils on left 3 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.671 kg/sqm. [Biopsy] on (B)(6) 2015: has shown an inflamed polypoid in the endocervical tissue and tissue from the squamocolumnar junction and there is no evidence of cin or cgin [gynaecological examination] on (B)(6) 2015: granulation tissue over her endocervix and 0.5mm on the ectocervix.; on (B)(6) 2017: noted 4mm size macular lesion over the rt upper arm. Uniform color. Regular margin. [Hysterosalpingogram] on (B)(6) 2013: specimen: urine high sensitivity urine pregnancy test negative for accurate pregnancy test results, the urine tested should be the first of the day at which time the concentration of hcg is at its highest. Please note false negatives may occur if this is not the case, or if the lmp is less than 6 weeks. [Microscopy] on (B)(6) 2015: indicates bacterial vaginosis [pathology test] on (B)(6) 2021: uterus, cervix and right fallopian tube clinical details: hysterectomy+ right salpingectomies for heavy menstrual bleeding. Failed endometrial ablation. Previous hysteroscopic sterilization with essure devices. Histological description: the endometrium is unremarkable with no signs of hyperplasia. The myometrium shows florid adenomyosis. The right fallopian tube and cervix are unremarkable. There is no evidence of dysplasia or malignancy. Diagnostic summary: uterus, cervix and right fallopian tube - negative for neoplasia [pregnancy test urine] on (B)(6) 2013: negative [smear test] on (B)(6) 2013: normal; in (B)(6) 2014: negative; on (B)(6) 2017: normal [ultrasound pelvis] on (B)(6) 2013: essure (B)(6) 2013 - failed outpatient procedure, needed listing 5-6 week heavy bleeding post procedure, treated with 30days of progesterone, bleeding now settled. Anteverted uterus approximately 6½cm long. Thickened mixed echo endometrium in fundus and mid cavity to 14mm. Clear thin endometrium in lower cavity. Both implants seen from fundal cavity through myometrium. Both ovaries appear within normal limits. Appearances of correct placement of bilateral essure implants cause of appearance of endometrium.; on (B)(6) 2018: history: abdomen/pelvic pain, tatt, heavy periods the cavity and endometrium are not clearly seen a long the full length. Endometrial thickness= 5.6 mm. Possible hyperechoic region is seen within the fundus although it is not well defined. It measures approx. 30mm in diameter fibroid adenomyosis. Both ovaries appear within normal limits. No adnexal masses or free fluid seen . [Ultrasound scan] on (B)(6) 2013: patient¿s essure coils both appear to be in the normal position.; on (B)(6) 2018: anteverted uterus measures 102mm x 67mm x 51mm. The cavity and endometrium are not clearly seen along the full length. Endometrial thickness = 5.6mm. Possible hyperechoic region is seen within the fund us although it is not well defined: it measures approx. 30mm in diameter, fibroid, adenomyosis. Both ovaries appear within normal limits. No adnexal masses or free fluid seen lot number: a20062 manufacture date: 2012-06 expiration date: 2015-06. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and genital haemorrhage.embedded device dislocation,lower abdominal pain,device intolerance,allergic reaction,n yeast infection, ferritin low,wbc,neutrophil count low,iron deficiency anaemia. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added:embedded device dislocation,lower abdominal pain,device intolerance,allergic reaction,n yeast infection, ferritin low,wbc,neutrophil count low,iron deficiency anaemia..cyclizine concomitant product added..reporters,medical history,lab data,reporter information,lot no.,addded. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ pain, localised pain"), embedded device ("both implants seen from fundal cavity through myometrium"), device dislocation ("device migration") and genital haemorrhage ("heavy/abnormal bleeding") in an adult female patient who had essure inserted (lot no. A20062, b72583). Additional non-serious events are detailed below. An additional suspect product was cyclizine. The patient had a medical history of hysteroscopy (patient couldn't tolerate the procedure.) In (B)(6) 2012, endometrial ablation in (B)(6) 2011, offensive vaginal discharge (treatment: metronidazole 400mg tablets - 14 tablets - one twice daily) in (B)(6) 2010 and vaginal bleeding, abdominal pain, irregular periods, bloated feeling, intermenstrual bleeding, dysfunctional uterine bleeding, dysuria, multigravida, parity 2 (both vaginal delivery.), menorrhagia and recurrent urinary tract infection (B)(6) 2006- treatment: co-codamol 8mg/500mg tablets - 24 tab - take 1 or 2 4 times/day trimethoprim 200mg tablets - 6 tab - take one twice daily; (B)(6) 2008- treatment: trimethoprim 200mg tablets - 6 tablets - take one twice daily, examination: apyrexal; (B)(6) 2009:history: thinks has uti- stronger smelling urine and back pain (like discomfort) in renal angles, bowels ok, lmp 2 w ago, on pill, says not pregnant- eating and drinking fine, no vomiting. Examination: pa non-tender including renal angles plan: adv on fluids/analgesics and ab tx and return sos, if no period to do a preg test.). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On an unknown date, the patient started cyclizine at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), headache ("headaches"), abdominal pain lower ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), fungal infection ("yeast infection") and iron deficiency anaemia ("iron deficiency anaemia") and was found to have serum ferritin decreased ("ferritin low"), white blood cell count decreased ("wbc low") and neutrophil count decreased ("neutrophils low"). The patient was treated with surgery (hysterectomy, bilateral salpingectomies, and hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage and headache had resolved. The reporter considered abdominal pain lower, device dislocation, device intolerance, embedded device, fungal infection, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, neutrophil count decreased, pelvic pain, serum ferritin decreased and white blood cell count decreased to be related to essure administration. The reporter commented: novasure endometrial ablation occurred in (B)(6) 2019. Essure removal details: findings: normal pelvic organs. Ovaries conserved. Uterus and tubes sent for histology. 3 coils on left 3 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.671 kg/sqm. [Biopsy] on (B)(6) 2015: has shown an inflamed polypoid in the endocervical tissue and tissue from the squamocolumnar junction and there is no evidence of cin or cgin [gynaecological examination] on (B)(6) 2015: granulation tissue over her endocervix and 0.5mm on the ectocervix.; on (B)(6) 2017: noted 4mm size macular lesion over the rt upper arm. Uniform color. Regular margin. [Hysterosalpingogram] on (B)(6) 2013: specimen: urine high sensitivity urine pregnancy test negative for accurate pregnancy test results, the urine tested should be the first of the day at which time the concentration of hcg is at its highest. Please note false negatives may occur if this is not the case, or if the lmp is less than 6 weeks. [Microscopy] on (B)(6) 2015: indicates bacterial vaginosis [pathology test] on (B)(6) 2021: uterus, cervix and right fallopian tube clinical details: hysterectomy+ right salpingectomies for heavy menstrual bleeding. Failed endometrial ablation. Previous hysteroscopic sterilization with essure devices. Histological description: the endometrium is unremarkable with no signs of hyperplasia. The myometrium shows florid adenomyosis. The right fallopian tube and cervix are unremarkable. There is no evidence of dysplasia or malignancy. Diagnostic summary: uterus, cervix and right fallopian tube - negative for neoplasia [pregnancy test urine] on (B)(6) 2013: negative [smear test] on (B)(6) 2013: normal; in (B)(6) 2014: negative; on (B)(6) 2017: normal [ultrasound pelvis] on (B)(6) 2013: essure (B)(6) 2013 - failed outpatient procedure, needed listing 5-6 week heavy bleeding post procedure, treated with 30days of progesterone, bleeding now settled. Anteverted uterus approximately 6½cm long. Thickened mixed echo endometrium in fundus and mid cavity to 14mm. Clear thin endometrium in lower cavity. Both implants seen from fundal cavity through myometrium. Both ovaries appear within normal limits. Appearances of correct placement of bilateral essure implants cause of appearance of endometrium.; on (B)(6) 2018: history: abdomen/pelvic pain, tatt, heavy periods the cavity and endometrium are not clearly seen a long the full length. Endometrial thickness= 5.6 mm. Possible hyperechoic region is seen within the fundus although it is not well defined. It measures approx. 30mm in diameter fibroid adenomyosis. Both ovaries appear within normal limits. No adnexal masses or free fluid seen . [Ultrasound scan] on (B)(6) 2013: patient¿s essure coils both appear to be in the normal position.; on (B)(6) 2018: anteverted uterus measures 102mm x 67mm x 51mm. The cavity and endometrium are not clearly seen along the full length. Endometrial thickness = 5.6mm. Possible hyperechoic region is seen within the fund us although it is not well defined: it measures approx. 30mm in diameter, fibroid, adenomyosis. Both ovaries appear within normal limits. No adnexal masses or free fluid seen lot number: a20062 manufacture date: 2012-06 expiration date:2015-06. Lot number: b72583 manufacture date: 2013-09-28 expiration date: 2016-09-30. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and genital haemorrhage embedded device device dislocation,lower abdominal pain,device intolerance,allergic reaction,n yeast infection, ferritin low,wbc,neutrophil count low,iron deficiency anaemia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy/ abnormal bleeding ') in a female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain, localised pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain and headache had resolved. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-mar-2021: product removal date added. New events: headaches, heavy/ abnormal bleeding added. Consumer address added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.